Event description:
It was reported that this inflatable penile prosthesis (ipp) cylinder presented fluid loss; therefore, a surgical procedure was performed to remove and replace all the components. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Both cylinders exhibited wear at fold in the proximal, middle, and distal ends. Additionally, the first cylinder presented a hole at the corner of a fold in the proximal end and a leak due to wear in the proximal area. No leaks were identified in the second cylinder. The pump was microscopically inspected, and leak tested. It was not functionally evaluated due to bodily fluid contamination identified within the pump. No leaks were found in the component. The reservoir was microscopically inspected and tested for leaks, and it passed all testing. Based on the information available and analysis results, the leak identified in the first cylinder could have caused or contributed to the reported clinical observation of cylinder fluid loss.

Event description:
It was reported that this inflatable penile prosthesis (ipp) cylinder presented fluid loss; therefore, a surgical procedure was performed to remove and replace all the components. No patient complications were reported.